Event description:
It was reported that stent damage occurred. Following pre-dilatation, a 3.50 x 28mm synergy xd drug eluting stent was advanced for treatment. However, the device was unable to cross. Upon removal of the device, proximal stent struts were damaged. The strut was damaged but stayed intact with delivery system. The procedure was completed with another 3.50 x 28mm synergy xd drug eluting stent. There were no patient complications reported.